Event description:
It was reported by science report that the caster was making a noise when the bed was moved and the power prong on the power cord was corroded. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Caster delaminating.